Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the guidewire fully inside the lead. The guidewire was unable to be removed successfully as it was stuck due to dried blood in the tip region of the lead. Visual inspection of the lead revealed no insulation damage but an x-ray of the lead found three of the internal conductor coils were fractured near the terminal area of the lead. Detailed analysis of the fracture sites revealed damage indicative of pulling and twisting with force. The coils likely became fractured during attempts to remove the stuck guidewire from the lead.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the guidewire got stuck in the lead during positioning and damaged the lead lumen and insulation. The physician removed and replaced the lv lead prior to pocket closure and it was never in service. No adverse patient effects were reported.